Manufacturer narrative:
Citation: koifman e et al. Management and outcome of residual aortic regurgitation after transcatheter aortic valve implantation. Am j cardiol 2017;120:632e63. Http://dx.doi.org/10.1016/j.amjcard.2017.05.033. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Additional. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding success rates of balloon valvuloplasty post-dilation (bvpd) and a second-valve deployment in reducing residual aortic regurgitation (ar) after transcatheter aortic valve implantation (tavi). All data were collected from a single center between may 2007 and april 2015. The initial study population included 110 tavi patients with more than-mild residual ar after initial device deployment. Of these, 60 patients (predominantly male; mean age 83 years ) were treated by bvpd or second-device deployment. An unspecified number the patient population were implanted with medtronic corevalve or evolut r bioprosthetic valves (serial numbers not provided) as well as other devices from non-medtronic manufacturers. Among all patients adverse events included: major vascular complication, stroke, life threatening bleeding, pleural/pericardial effusion, acute kidney injury, permanent pacemaker implant, left bundle branch block, atrial fibrillation, residual aortic regurgitation, and complete heart block. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.